Event description:
While pipetting an hbc assay, no sample or diluent was added to well b9 of the microwell plate. No error was reported. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 00430731.